Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and post procedure, the patient was in good condition.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Correction MDR: (b5) describe event or problem - to include the related device ( 3.50mm x 12mm nc emerge balloon catheter ).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. During the procedure, a 3.50mm x 12mm nc emerge and 3.50mm x 15mm emerge balloon catheters were used for dilatation for an in-stent restenosis of a non-boston scientific stent. Both balloons were inflated twice at 12 atmospheres. However, both balloons ruptured. The devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and post procedure, the patient was in good condition.